Event description:
While unsheathing the needle, the resident was stuck with the tip of the clean needle.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.